Manufacturer narrative:
(B)(4) 2014. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
After a pacemaker implantation (reply dr/(B)(6)) on (B)(6) 2013, the pacemaker was checked and the session was closed. When the user searched the patient data from the patient list on "patient data" screen (in order to print out follow-up data), the implant date was not correctly displayed. When patient data was imported to another programmer, the implant date was correctly displayed on "patient data" screen.